Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor and blood glucose differences. The customer's blood glucose reading was unknown at the time of incident. The customer indicated that the electrode was missing when the sensor was removed and another time the cannula was bent at an angle. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the needle was bent inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.